Event description:
A biomed reported to olympus, the castors broke off inside wm-np2 workstation cart during inspection. The workstation did not fall over because the staff was able to support the cart. The 6-month check was carried out by the user facility per the instructions for use. There are no reports of user or patient harm associated with this event.

Manufacturer narrative:
Product will not be returning due to bottom shelf not being able to be replaced. The castors were discarded, therefore, they can't be returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.